Manufacturer narrative:
Section d4, d10, h3, h4: additional information. Manufacturer's investigation conclusions: the reported event of a display issue regarding the system controller¿s lcd screen was confirmed. The returned system controller¿s (serial number (B)(6), lcd screen was observed to be bright with a white light upon being connected to power. Text and pump parameters were able to be read on the controller, although their visibility was significantly reduced. Despite this observed issue, the controller was functionally tested and was found to perform as intended while in use with a mock loop. A log file was extracted from the controller during testing; however, it contained no atypical events. The controller was opened and inspected at a component level, and the cause of the issue was isolated to the lcd screen itself. The root cause of the damage to the lcd screen component was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on lvas support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient called the vad coordinator about a problem with the display on the system controller. When the display button was pressed, the screen illuminated white, but did not show any pump parameters or text. No alarms occurred. The patient went to the clinic to have the system controller exchanged. No further information was provided.